Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device was defective; the material around the support came loose. Nothing fell into the pt's cavity and operative time was not extended by more than thirty mins.